Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with a documented low of 39 mg/dl and a high of 401 mg/dl after a factory reset and reconnection, during which the device re-entered its learning phase and meal announcements were frequently missed, leading to postprandial hyperglycemia followed by automated correction and subsequent lows. Symptoms included shakiness, sweating, nervousness during lows, and tiredness during highs. Outcomes included self-treatment with oral glucose for hypoglycemia and automated or user-initiated correction dosing for hyperglycemia without outside assistance or medical intervention. Investigation included customer education and troubleshooting focused on re-establishing device learning, structured meal announcements, standardized meals, spacing meals by four hours, and hypoglycemia correction using the 15-15 rule, with additional training scheduled. Investigation of this case revealed that missed meal announcements during the learning phase contributed to the glycemic excursions, and device alerts occurred for lows but not for the reported high. It was concluded, based on previously established findings for similar reports, that user-related factors during the learning phase and missed meal announcements were the primary contributors.